Event description:
It was reported that the balloon was slow to deflate. The patient presented with deep vein thrombosis and underwent stenting. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vein. A 14-6/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the procedure, the balloon was slow to deflate. The balloon was removed intact and in a deflated state completing the procedure. There were no patient complications reported and the patient condition was good.